Event description:
It was reported that during an implantable neurostimulator (ins) replacement surgery, an adaptor was used to connect the existing leads and extensions to the new ins. Impedance measurements were taken, and electrodes 0-3 and 4-7were considerably high (>10,000 ohms). A multi-lead trialing cable (mltc) was connected to an external neurostimulator (ens), and impedance measurements were the same. The patient was tested intra-operatively and was unable to feel any stimulation, less than 50% therapy relief was sited. The two leads were replaced with new leads, and the patient was able to feel good stimulation. Impedance measurements were taken again and were within normal limits. The patient was receiving good therapy post-op. The leads, extensions, and adaptor are being returned for analysis.

Manufacturer narrative:
Analysis of the lead (lot # j0349018v) found that all conductors were broken 23.6 centimeters from the distal end. The proximal end insulation was breached and had cosmetic metal ion oxidation on the insulation around the connectors. Analysis of the lead (lot # j0349018v) found that all conductors were broken 11.3 centimeters from the proximal end.

Manufacturer narrative:
Product ID: 389033, lot# j0349018v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6)2006, product type: programmer. Patient product ID: 389033, lot# j0349018v, implanted: (B)(6) 2003, product type: lead. Product ID: 355531, lot #: unknown, product type: screening device. Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. Product ID: 74002, serial# unknown, product type: adapter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.